Manufacturer narrative:
Pump passed the self test, displacement test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert before replace battery now. This was the second occurrence. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.